Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. The service history review identified, and no previous repairs were noted in the last 12 months. The event history log review found a high alarm displayed ¿cassette not attached properly." The customer reported issue was not able to be replicated through functional testing. The cause of the reported issue was not known. No action was taken regarding the reported problem. Preventative maintenance was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump gave a cassette and occlusion error. There was no patient involvement.